Event description:
It was reported that the image quality on the 9800 system was poor (mag I resolution blurry). There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Adjusted the image intensifier electronic focus. The system was tested and found to be working as intended and placed back into service.